Event description:
Anteroposterior and lateral neck and chest x-rays were received and reviewed for the patient after high impedance was reported. Per the images received, the connector pin does not appear to be fully inserted as the connector pin tip does not appear to be coming past the connector block. The placement of the generator is normal. The feed thru wires seem intact. The lead wire appears to be routed behind the generator, and the lead wires at the connector pins appear to be intact. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. There is a strain relief bend present but no strain relief loop. Two tie-downs were visualized and placed per labeling, with the tie down and lead located parallel to the electrodes, however there was no tie down for the strain relief loop as there was no strain relief loop present and therefore tie downs were not placed per labeling. No gross fractures, discontinuities, or sharp angles were able to be visualized in the lead. Based on the x-rays received, the cause of the high impedance cannot be determined, however incomplete pin-insertion is a likely cause of the high impedance since the pin does not appear to be fully inserted in the connector block. A possible microfracture in the part of the lead that was not able to be visualized in the x-ray images and also cannot be ruled out. Clinic notes were received for the patient's referral for replacement and it was reported that the patient's father reports they have used the magnet but do not think it is working with his seizures, as well as the fact that his son's voice does not feel a voice change anymore, when he did before. It was reported that upon interrogation the vns output shows output current low and high impedance. It was stated the patient cannot feel anything after programming and magnet swipe. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient went for surgery and pre-operatively the patient's device was checked and the patient had high impedance, and the surgeon proceeded with the generator and lead replacement. It was stated that the generator was removed from the pocket and tested again with high impedance. The new generator was connected to the old leads and still showed high impedance. The surgeon proceeded to explore the vagal nerve and found excessive scar tissue. The surgery was then postponed until the patient could consent with lead replacement and complete a swallow evaluation. It was reported that the generator was not replaced. The representative was notified that a new generator was opened but then the surgeon realized that a revision could not be done at that time. No additional surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient's device has high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.